Event description:
Customer reported cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller was assisted through the process, after which the cgm error code did not reappear. The caller successfully started a new sensor session.